Manufacturer narrative:
External insulation abrasion was noted at 42.9-43.1cm and 50.0-50.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 40.7-41.0cm from the distal tip, consistent with lead friction to the ICD can. The rv and sensing conductors were fractured and signs of melting were noted at this location.

Event description:
It was reported that during post-implant testing of new ICD detected an output anomaly due to a possible hv lead issue. The ICD and rv lead were explanted and replaced with no complications. Patient was stable after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.